Event description:
Postoperative lumbar hematoma requiring surgical intervention, initially presenting with suspected cerebrospinal fluid (csf) leak. Three days following the index procedure, the patient developed worsening symptoms including severe back and leg pain, headache, nausea, vomiting, and inability to participate in physical therapy. Clinical concern was raised for a postoperative csf leak.

Manufacturer narrative:
A 70-year-old male underwent posterior lumbar decompression with implantation of a coflex interlaminar stabilization device at l4-l5 on (B)(6) 2026. The index procedure was complicated by a dural laceration that was repaired intraoperatively. On (B)(6) 2026, the patient presented with worsening back and leg pain, headache, nausea, vomiting, and inability to participate in physical therapy, with concern for postoperative cerebrospinal fluid (csf) leak. The patient underwent reoperation for suspected csf leak. Intraoperatively, a large postoperative lumbar hematoma under pressure was identified and evacuated. Exploration of the prior dural repair site demonstrated no evidence of active csf leak, and the repair appeared intact. Epidural bleeding was controlled. The coflex device was removed to investigate the source the hematoma. Upon device removal, the l4 spinous process became fractured and attenuated. Consequently, the spinous process was too short to redeploy the coflex device after the hematoma was evacuated. The patient was stabilized following surgical intervention with placement of a drain and planned close neurologic monitoring. Based on available information, no device malfunction or failure was identified. The event is considered procedure-related, likely associated with postoperative bleeding following a complex decompression and dural repair.